Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there has been one other event for the reported manufacturing lot. A visual inspection confirmed the reported fracture. The device was completely fractured into two pieces. Gouging was observed along the distal rails and the articulating surface. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that upon inspection sales rep found out that the tibial insert trial was broken.

Event description:
It was reported that upon inspection sales rep found out that the tibial insert trial was broken.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.